Event description:
It was reported that during a stenting procedure, the stent migrated. The 70% lesion being treated was located in the mid right subclavian. Following predilation, the 16mm x 60mm wallstent was deployed at 7 atms for 30 seconds. It was reported that the stent "missed position, because of shortening and migration problem". It was reported that the stent migrated immediately after placement approximately 20mm. A second 16mm x 40mm wallstent was then deployed, overlapping the initial wallstent by approximately 20mm. No patient complications were reported, and patient status was reported as 'stable'.

Manufacturer narrative:
As the stent remains implanted, and the delivery device has been confirmed as disposed, no product analysis can be completed, and no root cause determination can be made.